Manufacturer narrative:
Procode other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during insertion, the screw became stuck in what the surgeon admitted was hard bone. The surgeon could not advance or remove the screw and the extra torque damaged the screw. The surgeon snapped off the protruding portion of the screw so the surgery could continue. No additional complications were reported.